Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient had a sudden drop in blood pressure; upon echo review it was noted a perforation of the left ventricle. The chest was opened to place a single pledget suture to close the perforation. The physician reported that the event was caused by the guidewire (amplatz superstiff or the .035 straight wire) prior to implanting the core valve. The surgeon and cardiologist looked at post procedure films and could not tell which wire caused the perforation. The patient is doing well and no additional adverse patient effects have been reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).